Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge".

Event description:
It was reported that 2-3 cartridges from each box fails. Customer's blood glucose level was impacted. Cold insulin is used to load cartridge.